Event description:
The customer reported several drops of unknown fluid leaked from the instrument and onto the counter involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has a risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked at the lower sheath restrictor tubing. The fse replaced the tubing and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was in normal operation. (B)(4).